Manufacturer narrative:
Sus voluntary event report (mw5179932).

Event description:
Healthcare professional reported via sus voluntary event report (mw5179932) "deflation" and "capsular calcification". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, calcification.

Event description:
Healthcare professional reported via sus voluntary event report (mw5179932) "deflation" and "capsular calcification". This record is for the left side. Device has been explanted.